Event description:
A report was rec'd that the pt underwent a pocket revision due to discomfort at the pocket site. According to the physician, the battery incision did not heal properly. The physician moved the ipg down and the pt was reportedly doing well following the procedure.